Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had blank display. The mother states the customer tried to bolus during breakfast, but the pump was unresponsive. The customer's blood glucose level at the time of incident was 187mg/dl. The customer states they had received replacement battery cap, but the issues persist. The customer was advised the pump would be replaced and returned for analysis.